Event description:
The electric hand control wires are protruding from the control unit. This was repaired over a year ago but problem was not fixed to rptr's satisfaction and the chair was replaced. Rptr is concerned that something flammable might come into contact with the device and cause a fire. The control has charred areas but rptr has not witnessed any sparks or fire though they suspect it must be at least giving off sparks. Rptr feels that these should have molded plugs which are safer. Rptr states that the chairs are now being manufactured with the molded plugs and they recommend that MFR and/or seller replace the older control units with the new ones.